Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing thixotropic adhesive forceps cover, cut in pink rubber, cracked rubber glue, chipped glue and scratches in objective lenses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing thixotropic adhesive forceps cover, cut in pink rubber, cracked rubber glue, chipped glue and scratches in objective lenses. There was no patient involvement.